Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic gastrojejunostomy. There was difficulty trying to mate the anvil to the center rod. They were unable to mate the devices. This caused an extreme and extended or time. Surgical time was extended greater than 30 minutes, but no known adverse event due to the extension was reported. No patient injury. Medical or surgical intervention was not required.